Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The ECG data from the event was returned and evaluated. This analysis event consisted of three segments, the first segment finding was no condition for a shock advised. Then followed by two segments finding a condition for a shockable result based on a low level of normalized amplitude. The atypical morphology of the recorded rhythm and lack of consistent isoelectric segments shifted the logic criteria to a shock advised response. Based on our review of the data we have concluded that the analyses program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.